Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. An introducer sheath, coil and delivery wire were returned for analysis. The introducer sheath was inspected. The delivery wire and coil interlocking arm were returned inside the introducer sheath. The coil was not attached to the coil interlocking arm inside the introducer sheath. The twist lock had been opened. The coil except for the coil interlocking arm was returned outside the introducer sheath. The coil was inspected and found to be stretched and kinked at the distal end. The coil interlocking arm had been pulled off. Weld indentations were visible on the coil. The coil interlocking arm and delivery wire were removed from the introducer sheath. The delivery wire was inspected and the ptfe (polytetrafluoroethylene) at the distal end was kinked/pulled. The zap tip shape and surface of the coil was smooth. The zap tip shape and surface of the delivery wire was smooth. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: ¿the rhv thumbscrew was over-tightened when the introducer sheath was inserted into the catheter and an incompatible catheter was used during the procedure. (B)(4).

Event description:
Reportable based on device analysis completed on 03-feb-2016. It was reported that the coil detached prematurely inside the catheter. A 20mm x 40cm interlock¿-35 was selected to treat the target lesion located in the arterial aneurysm. During the procedure, the coil was inserted into the catheter. However, it was noted that resistance was met. The coil was detached upon withdrawal. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the coil interlocking arm had been pulled off.